Event description:
Hcp reported pt rec'd bupivicaine infused intrathecally for severe head pain. Pt had dyspnea, fullness in throat and numbness in upper arms. The pt was treated for an allergic reaction to the anesthetic. An MRI later showed a cyst at the tip of the catheter with possible compression of the spinal cord. A surgeon found arachnoiditis and a cyst at the tip of the catheter. The pump and catheter were removed. The pt had no further symptoms similar to those precipitated by the infusions.

Event description:
Hcp reported "pt developed a pseudocyst at tip of catheter." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.